Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting alert 01 (patient line open) and alert 02 (low flow) during use. Inlet pressure with shunt was around -4.5. Biomed was sending in for the 2000 hour pm since device had 3973 hours. Per ess and customer communication updated in work order on 10jan2023, the customer agreed to send device in for service and repair. A packing kit had been sent to customer to send device into depot. Per tech support/biomed via phone on 19jan2023, states that the device had 4000 hours and needed servicing. They did receive the packing kit to send the device to depot. Per additional information on 25-jan-2023, device was received on 24jan2023. Per sample evaluation results received on 13-feb-2023, the root cause of the reported issue was due to a failed circulation pump. It was reported that the circulation pump was primed to allow autofill to complete. It was stated that flow (B)(4) lower than expected with test loop. Flow at (B)(4), expected at least (B)(4) with loop installed. It was also stated that replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was noted that replaced the tank seals due to cracks found in the seals. The mixing pump motor had a cracked pump mount discovered during servicing. The flowmeter was replaced due to failing low during acats (automated calibration and test system) prewarm flow test. It was also noted that the mixing pump motor and flowmeter were replaced.

Event description:
It was reported that the arctic sun device was getting alert 01 (patient line open) and alert 02 (low flow) during use. Inlet pressure with shunt was around -4.5. Biomed was sending in for the 2000 hour pm since device had 3973 hours. Per ess and customer communication updated in work order on 10 jan 2023, the customer agreed to send device in for service and repair. A packing kit had been sent to customer to send device into depot. Per tech support/biomed via phone on 19 jan 2023, stating that the device had 4000 hours and needed servicing. They did receive the packing kit to send the device to depot. Per additional information on 25 jan 2023, device was received on 24 jan 2023. Per sample evaluation results received on 13 feb 2023. The root cause of the reported issue was due to a failed circulation pump. It was reported that the circulation pump was primed to allow autofill to complete. It was stated that flow 1 lpm lower than expected with test loop. Flow at 3.2 lpm, expected at least 4.2 lpm with loop installed. It was also stated that replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was noted that replaced the tank seals due to cracks found in the seals. The mixing pump motor had a cracked pump mount discovered during servicing. The flowmeter was replaced due to failing low during acats (automated calibration and test system) prewarm flow test. It was also noted that the mixing pump motor and flowmeter were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.